Event description:
Additional information was received from the patient. It was reported that the patient wore a brace for a couple of weeks and the soreness below the unit went away. The patient noted that the first brace that they used did not touch the implant or apply the correct kind of pressure on it. However, the patient was still having soreness above the unit. The patient reported that they could not replicate the "!" Error anymore, but instead they were getting a "I" when it "won't cut off" very well. The patient reported that their doctor may have to "go back in" to "close it up." The patient reported that the cause of the implant coming out of the pocket remains unknown. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient reported a poor communication screen on their patient programmer and poor communication. The issues with the patient programmer began a week ago. The patient was having trouble getting the system to connect. They tried to adjust it up and down, but were having trouble getting it to do so. The patient stated that this was the first time in 4 days that it worked and when they tried last night they were finally able to get it working one time, but then it would stop and they would have to start back over. The patient programmer was working intermittently. The patient noted that they use their antenna while communicating. The antenna was unplugged and the patient placed the patient programmer directly over the implantable neurostimulator (ins) on their skin and synced. This resolved the issue and the patient confirmed that they could sync with the device and adjust the settings. The patient also noted seeing a screen with a triangle and an ¿!¿ but they could not recall any other icons on the screen and were not able to recreate the screen at the time of the report. The patient stated that they had problems with their implant that began 3 weeks ago when their healthcare professional (hcp) told them that they thought it was coming out of the pocket. It was reviewed that the pocket issues may be causing the communication issues with the patient programmer. No further complications were reported/are anticipated.

Event description:
Additional information was received from a health care provider regarding a patient. It was reported that the patient¿s weight at the time of the event was not available. It was noted that the allegation that the patient reported about the problems with the implant and it coming out of the pocket was wrong information and that the implantable neurostimulator was turning/flipping in the pocket. The cause of the problems with their implant was not determined; however the actions/intervention that will be taken to resolve the problems with the implant is to have a pocket revision with implantable neurostimulator anchoring. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.